Event description:
The dentist reported that 2 months after the dental implant was installed in intra-oral region #27, it was verified its non-osseointegration. Pt presented low bone quality (bone type iii) and bone graft was executed.